Manufacturer narrative:
(B)(6). Method: the subject device, opt314 optiflow junior nasal cannula was returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is thus based on the evaluation of the returned device, and our knowledge of the product. Results: visual inspection of the subject device has revealed that one of the tubes were torn and stretched next to the cannula tube joint. The other tube was observed to be torn and stretched close to the connector end (swivel grip). Conclusion: based on the visual inspection of the returned device and our knowledge of the product, it is most likely that the reported event resulted from the device being subjected to excessive force. As part of the manufacturing process, all optiflow junior nasal cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube. Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section d4: expiration date: lot number was not received. Section h4: device manufacturer date details were not received from customer. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval.

Event description:
A broken opt314 optiflow junior infant nasal cannula has been returned by a healthcare facility in france, without any further information. There was no reported patient consequence.